Event description:
On (B)(6) 2019, the patient underwent an endovascular treatment for an abdominal aortic aneurysm and the right internal iliac artery aneurysm using gore® excluder® aaa endoprostheses, gore® excluder® iliac branch endoprostheses and gore® viabahn® vbx balloon expandable endoprosthesis. The gore® excluder® iliac branch endoprostheses (iliac branch component and internal iliac component) were implanted in the right limb and the gore® viabahn® vbx balloon expandable endoprosthesis was implanted to extend internal iliac component to the right superior gluteal artery. The right inferior gluteal artery was embolized as planned. The type ii endoleak was observed after all devices were implanted. The ballooning was performed again and the procedure was concluded without confirmation angiography. On an unknown date, CT showed enlargement of the aneurysm. It was suspected a type ii or iii endoleak. On (B)(6) 2023, a reintervention was performed. An intraoperative angiography revealed the type ii endoleak and there was no type iii endoleak. In order to treat the type ii endoleak, three lumber arteries from the left internal iliac artery and a branch vessel from the right internal iliac artery and the right superior gluteal artery were embolized.

Manufacturer narrative:
The device remains implanted and was therefore not available for engineering evaluation. C19, a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. According to the gore® excluder® aaa iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.